Manufacturer narrative:
This spontaneous case from social media ((B)(6)) was reported by a consumer and describes the occurrence of unevaluable event ("four female patients are losing their organs due to essure") in four female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced unevaluable event (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the unevaluable event outcome was unknown. The reporter considered unevaluable event to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: unevaluable event. The analysis in the global safety database revealed 8 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since no valid lot number was reported for this case, a review of the manufacturing batch record could not be conducted. A quality defect or device malfunction could not be confirmed at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case from social media ((B)(6)) was reported by a consumer and describes the occurrence of unevaluable event ("four female patients are losing their organs due to essure") in four female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced unevaluable event (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the unevaluable event outcome was unknown. The reporter considered unevaluable event to be related to essure. Company causality comment: this spontaneous case report from social media refers to four female consumers who had essure (fallopian tube occlusion insert) inserted and it was reported that they are losing their organs due to essure. This event was considered as unanticipated in a conservative approach, as the exact organ was not specified. Despite the limited information, considering that the occurrence of this event was related to essure, a causal relationship cannot be excluded. Although it is not clear whether surgical intervention was performed, this case was regarded as incident. A product technical analysis is being sought. No follow-up information can be obtained as this is a social media case.